Manufacturer narrative:
The peritonitis occurred on an unspecified date reported as "since" (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "recurrent" peritonitis. The cause of the event was reported as due to escherichia coli. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drugs (intraperitoneal, doses, durations and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information is available.